Event description:
A dreamstation auto CPAP device was returned to a third-party service center as part of the uno recall process with no initial alleged complaint. During the evaluation of the device, the service technician observed visible foam particles were found. Additionally, the customer complaint confirmed, during the evaluation, contamination of foam particles found inside the blower kit.